Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reset the display connections and the issue was resolved. The device passed performance verification testing.

Event description:
It was reported that the unit's display was flickering. There was no patient involvement. Event date not specified; estimate used.